Manufacturer narrative:
The drill u joint, item # 8530-1002, lot # l554209 was returned for evaluation. Visual inspection of the item shows that the drill bit underwent a complete fracture in the drill flute area. The device drawing was reviewed and the length was measured, it was found that approximately 17.32mm of the drill flute is missing. The device history record was reviewed and no non-conformances were noted. The probable underlying root cause for the damage to drill u joint is excessive forces leading to torsional overload and eventual drill flute deformation and fracture. It is probable that the patient may have had unusually dense bone mass. The lot number was reported to be 1554209, it was identified the first digit is a l (l554209) not the number one (1). Supplemental report two of two for the same event, reference 3004485144-2015-00077-1.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, reference 3004485144-2015-00077.

Event description:
It is reported the drill bit broke while drilling the s1 screws; they broke below the implant. The surgeon explanted the implant then pulled the drill bit out and re-implanted. It is report the surgeon used the awl, however the screwdriver broke while placing the second l5 screw. The surgeon used a second driver to complete the procedure. A surgical delay over 30 minutes was reported; no adverse events were reported as a result of the events.